Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the pump was revised on (B)(6) 2019 and the hcp sutured the pump in the pocket as it would keep flipping. It was unknown if the pump had previously been sutured down. The pump went empty and the hcp could not access the pump reservoir. The hcp believed the drug in the pump was morphine, but was not certain of it. The pump was filled with saline until the hcp can fill it with drug. No further complications were reported.